Event description:
On 5/3/2024 it was reported by a sales representative via email that an ar-9503s-06c arthrex univers revers humeral insert small, an ar-9502f-36cpc arthrex univers revers suture cup, and an ar-9564-2436-lat arthrex univers revers modular glenoid system glenosphere were explanted due to a possible infection. The revision surgery was performed on (B)(6) 2024. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.